Manufacturer narrative:
None of the devices associated with the event were returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event could not be confirmed through log files because the devices do not log data. Analysis of the devices could not be performed since the devices were not returned for evaluation. The devices could not be correlated to the reported event and there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Cac adapter/ (B)(4) / model # 1425us. Device available for evaluation: no. Device evaluated by manufacturer: no. Mfg. Date: unknown. Labeled for single use: no. FDA (B)(4). This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient brought in their controller ac adapter and one of their batteries because the devices were "malfunctioning". The devices were removed from service with no reported patient consequences. No further information was provided.